Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected: h6 (device). Added: h6- no code available is to capture surgical intervention. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional "attorney". (B)(4).

Event description:
Complaint description: patient was revised to address metallosis and cup loosening. Update litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffered from pain, discomfort, osteolysis, and severe tissue reaction. Litigation states patient died on (B)(6) 2016 from "refractory cardiogenic shock." Update pfs alleges burning sensation, at least one syncopal episode per day, numbness. It also alleges that the patient passed away as a result of congestive heart failure, cardiomyopathy, and cardiogenic shock which was brought due to high level of cobalt toxicity and heavy metal exposure as a result of the failure of the pinnacle implant product that were implanted. After review of the medical records for MDR reportability, it was stated that the patient was revised to address periprosthetic osteolysis metal-on-metal hip replacement, mechanical loosening, severe soft tissue reaction, severe bone loss proximal femur, obesity, and multiple comorbidities including congestive heart failure. Revision operative report stated that there was a scar measuring at least 20 cm full thickness, dark bloody type fluid, lining of the capsule had a thick leathery type of appearance likely due to chronic metal debris, significant destruction well below the lesser trochanter, no severe cystic changes to the proximal femur and appeared only to have thickness and fibrosis, some corrosion on the trunnion, cystic changes around the acetabulum that had to be curetted, severe fragmentation of the proximal femur, and a significant amount of bony remnants consistent with heterotopic ossification. Clinical notes state that the patient had right hip dislocate early 2015 but managed through the pain. He feels a burning sensation within his joint and pain on right trochanteric bursae. It also stated patient had experienced cardiomyopathy and cardiogenic shock due to systolic chf 20% ejection fraction secondary to cobalt-chromium toxicity from bilateral hip prosthesis. Laboratory values for cobalt and chromium were provided and were above 7 ppb. Doi unk - dor (B)(6) 2016 (unk hip).